Event description:
Poc antigen covid plus on asymptomatic employees with pcr collected "immed." Bd veritor poc antigen considered false plus results with pcr flu x 2. Ref reports: mw5097004, mw5097005, mw5097006, and mw5097007.